Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had a damaged or discharged battery. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the available information, an error message was presented during the operational tests periodically conducted by the client. A philips representative evaluated the device on-site, replaced the defective battery with a new battery, and performed both functional and operational tests. The device¿s full functionality was restored. The device remains at the customer site and no further evaluation is warranted at this time.